Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support to report that the erbe generator was displaying an error indicating something was pressing the foot pedal while the surgeon was operating. The caller mentioned that this may have caused unintended energy activation, but no injury occurred. The caller was instructed to remove the external foot pedals from the back of the erbe, as no obstructions were found. The customer removed the foot pedal connections and restarted the erbe. The isi technical support engineer (tse) stayed on the line while the surgeon resumed the procedure, and no further issues were reported. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the single foot pedal to resolve the m10 and m12 errors. The system was tested and verified as ready for use. The affected part involved with this complaint was a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to faulty foot pedal.